Manufacturer narrative:
Continuation of d10: 6935m62 lead implanted: (B)(6)2022; 5076-52 lead implanted: (B)(6)2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient¿s spouse that the patient is deceased and died last year on (B)(6) 2024. The patient¿s spouse stated that the patient was in hospice and had received shocks for about 30 minutes. The patient¿s spouse noted that there were orders in for device deactivation. However, the hospice/nursing did not coordinate the device deactivation and the orders were cancelled due to the patient passing away. Additional information was requested from the clinic but has not been received.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that, due to the tones of the device, the hospice team was able to place a magnet on the device and the patient was able to pass.